Event description:
It was reported that they were having issues charging their implant and with the equipment. Patient stated that when trying to charge the implant, the controller would repeatedly display system problem rm03. Patient shared that the implant would start charging and within a minute the implant would stop charging and the message would appear. Patient said that they reset the controller, cleaned the equipment contacts, and ensured that the equipment was good and dry before reinserting the battery pack but the issue persisted. Patient confirmed that the recharger was not getting warmer than usual. Patient mentioned that they didn't like being without the therapy because they would get a lot of pain when the therapy would be off; agent understood as due to equipment issues. When asked for the event date, patient stated that it was within the last four weeks. During the call, patient confirmed no visible damage for the recharger and controller charging port. Patient reset the controller. Patient started an implant charge session and saw no device found. Patient last successfully charged the implant on friday morning. Patient pressed 'recharge' and entered passive recharge mode (prm) with the numbers 0-0-79. Patient moved the paddle and eventually got 79-79-83. Patient was unable to advance past prm as the controller displayed system problem rm03. Patient noted that they spent about eight hours yesterday trying to recharge the implant, and the implant would only charge up about 10% before the controller would shut down and display the error message. The issue was not resolved. Agent reviewed meaning of system problem message, meaning of no device found message and the purpose of prm. A request was sent to the repair department for a recharger. Agent advised patient to monitor the issues with the replacement and if they were to persist, to call back. An email was sent to device registration to update the patients phone number and address on file. Patient mentioned on the call that if they were sitting still in a chair and tilted their head back against the pillow with a little bit of pressure, they could feel the stimulation get stronger.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.